Event description:
It was reported that patient underwent a left total knee arthroplasty on a unknown date. Subsequently a revision was performed on (B)(6) 2015 due to femoral component loosening. The femoral component was suspected to have been oversized. During the revision surgery, the bearing trials on the vanguard 360 fractured on the front where handle attaches while trying to remove the tibial implant. There was no reported delay to the revision procedure or injury to the patient as a result.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown/ PMA/510(k) number; manufacture date ¿ unknown.